Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure to implant a 31mm amplatzer amulet (acp2), the device had to be repositioned. After three attempts during which the acp2 was partially retracted, material was observed to be protruding from the lobe of the acp2 so it was removed. Using a second tv45x45, a second 31mm acp2 was implanted; however, it was reported that air was injected in lieu of contrast. An attempt was made to remove the air and the patient was discharged to the ICU. The patient was reported to be stable and is scheduled to be discharged.